Event description:
It was stated by the initial reporter that when trying to shut the server down to install a new fax card, the server only rebooted. During the initial investigation remotely controlling the server and performing the same steps, the server successfully shut down and everything worked correctly. After further investigation, using the dynamic system analysis logs (dsa), eight updates were needed including several drivers and firmware. No patients were involved in the malfunction, and there is no evidence of patient data loss.

Manufacturer narrative:
The reported event was confirmed in the laboratory. Analysis noted abrasions on the outer insulation at 11 cm, 13 cm, 16 cm, and 46 cm from the distal tip electrode. The abrasion at 46 cm caused one of the proximal cable insulations to abrade. This abrasion could be caused by friction with the ICD can, resulting in noise on the lead and significant drop in lead impedance.

Event description:
Noise, low impedance and sensing anomaly were observed. Hence, the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.